Manufacturer narrative:
The manufacturer previously reported a ventilator's blower was recalibrated to address a ventilator inoperative alarm condition. The blower was recalibrated to address a service required alarm condition. During additional evaluation of the ventilator, the device failed test steps during testing. The ventilator's system board was replaced to address the failed tests and ventilator inoperative alarm.

Manufacturer narrative:
The manufacturer previously reported a ventilator inoperative alarm condition occurred. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's blower was recalibrated to address the issue.

Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device has not yet been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.